Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. The indication of the procedure was a stricture (stone) in the bile duct. According to the complainant, during the procedure, the papilla could not be successfully cannulated. The device was withdrawn from the papilla. When the user pulled the handle to straighten the device, the sphincterotome failed to release the bow. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. The indication of the procedure was a stricture (stone) in the bile duct. According to the complainant, during the procedure, the papilla could not be successfully cannulated. The device was withdrawn from the papilla. When the user pulled the handle to straighten the device, the sphincterotome failed to release the bow. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. The indication of the procedure was a stricture (stone) in the bile duct. According to the complainant, during the procedure, the papilla could not be successfully cannulated. The device was withdrawn from the papilla. When the user pulled the handle to straighten the device, the sphincterotome failed to release the bow. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the device was loaded with the dreamwire upon receipt. The working length/distal tip of the device was twisted and the extrusion at the distal tip was bent as in the bowed condition. The exposed cut wire was measured and found to meet specification. A functional evaluation found that the device meets bowing specifications. However, the distal tip did not fully relax after the bowing evaluation due to the twisted working length/distal tip and bent extrusion--the extrusion at the distal tip was in the bowed/bent condition even when the handle was in the relaxed state. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to procedural factors. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.